Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing scoliosis condition was exacerbated by the lifevest equipment. Patient described the area as bruising and indentations from the vibration box digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze in between vibration box and area to increase comfort. Follow up indicated that the bruising improved.